Event description:
It was reported an adapta device was packaged in a box with labels from 2 different devices - the correct label for the adapta and an incorrect label for a sensia device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the device was not fully analyzed; it met expected longevity and no product performance issues had been reported . The device packaging was opened and it was found that all inside labeling correctly identified the device that was physically in the shelf box. The only discrepancy in the packaging was the shelf box label. Investigation of the issue concluded that the causes of the mislabeling event were lack of clear instructions to handle product and material under rework, in addition to operator error. Preventive action was initiated to ensure this will not recur. Other text : it was reported an adapta device was packaged in a box with labels from 2 different devices - the correct label for the adapta and an incorrect label for a sensia device. No patient complications were reported as a result of this event. Visual examination actual device involved in incident was evaluated electrical tests performed mechanical tests performed. Labeling related mislabeled labeling missing.